Event description:
The customer contact reported, the device did not deliver. The device was programmed to deliver an unspecified concentration of vancomycin, at a rate of 250ml/hr, with a vtbi (volume to be infused) of 250ml and the delivery was started. After an unspecified length of time, the nurse noted, the display was incrementing; however, no medication was being delivered. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, the customer declined to provide additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)